Event description:
On march 13, 2026, it was reported that this patient on pd therapy was hospitalized and needed surgery on the pd catheter (not a (B)(6) product). There were no reported allegations that the event was caused by (B)(6) products. However, it was stated the patient could not do pd treatments due to the pd catheter. In additional follow-up, the pd nurse stated that on (B)(6) 2026 this patient was hospitalized with symptoms of abdominal pain and cloudy pd effluent. Per the nurse, the patient had a pd culture obtained (in the hospital) which grew the bacteria staphylococcus epidermis. The patient was treated with intraperitoneal (ip) antibiotics utilizing vancomycin (dosing not provided) for a diagnosis of peritonitis. Additionally, the nurse confirmed that the patient underwent pd catheter revision on (B)(6) 2026 due to pd catheter was not working well. Subsequently, on (B)(6) 2026, the patient was discharged from the hospital. The patient reportedly continues pd therapy with the same cycler and is recovering from the event. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with (B)(6) products in relation to the peritonitis event. The nurse stated that the peritonitis event was attributed to patient breach in aseptic technique. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).